Event description:
It was reported that the pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy due to recurring cartridge alarms. The customer was advised to use insulin injections as a backup therapy to maintain insulin delivery.